Manufacturer narrative:
Philips service reseated the cable and restarted the system; software was reloaded. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that software corruption caused host pc boot failure on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.